Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead and the ra lead were explanted due to high impedance. Binding at the device was seen by x ray. During extraction it was determined that there was clavicular crush.